Event description:
The data and information contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary information received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is , therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. Allegedly, during a cystoscopy an litholapaxy of bladder stones, the instrument broke in the jaw area. A piece came off in patient, but was retrieved. Doctor aborted procedure at that time because he did not have a backup instrument. Patient will be rescheduled for fragmentation of remaining calculi.